Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to ipg migration. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was anchored down in the original pocket. Stimulation was restored following the procedure.

Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.